Event description:
It was reported that the patient presented in clinic experiencing pain around the device pocket due to keloid formation and excessive scarring. The pacemaker, right ventricular (rv) lead and right atrial (ra) lead were explanted and not replaced. The patient was in stable condition.